Event description:
Rptr felt footswitch resistance increase. The chamber shallowed and caused a hole in the posterior capsule. Lens material fell into retina. Presecribed steroid. Pt will have to undergo retinal surgery.

Manufacturer narrative:
H-10: footswitch met all performance specs. This report was mailed in to FDA on: 1/10/97.